Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that this lead was explanted because it would not stay fixed due to patient anatomy. There was possible scar tissue in the atrium due to a heart surgery. There was no tissue in the tip of the screw.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, abrasion marks along the lead body were found which were caused most likely due to an interaction with a nearby lead. The insulation was found intact at these positions. Diagnostic images clarifying this assumption were not available for analysis. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications.the analysis did not reveal any sign of a material or manufacturing problem.